Event description:
A consumer reports experiencing blurry vision and glare following intraocular lens (iol) implant surgery. The surgeon reports posterior capsular opacification (pco) was noted approximately one month after the surgery a yag laser capsulotomy was performed. In a follow-up, the surgeon feels the prognosis for the patient is "excellent"; and that, in his opinion, the device did not cause or contribute to this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/29/2008 and 10/30/2008 by phone, fax, and mail. A completed questionnaire received on 11/03/2008. This report was mailed to FDA on: 11/21/2008.